Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection noted a longitudinal fissure approximately 0.5 cm in length on the blue air vent. Functional leak and underwater pressure testing were performed and the device leaked through the air vent. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that vented paclitaxel set was leaking from the air vent during priming. There was no patient involvement. No additional information is available.